Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed that could not be recovered, and the drawer was not detected on the bus. The customer attempted to recover storage space; however, the drawer repeatedly opened without clearing the error. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main 4.1 and 4.2 was not detected on bus. A field service engineer removed the back panel and verified that no cables were torn or damaged. All cables were reseated, and the machine was booted back up. A hardware test application (hta) test was run, which completed successfully. The system functioned as intended after the field service engineer repaired the device.